Event description:
Initial reporter indicated that a vns pt was admitted to ICU with pneumonia. Reported that they had aspirated and were experiencing dysphagia. Good faith attempts are being made for further info about the reported events. Thus far, no further info has been attained.